Manufacturer narrative:
Date of event: unk.

Event description:
A report was received that a customer has been using an expired bottle of cidex opa test strips. The customer inquired about the effectiveness of the product used 90 days past its expiration date. A customer care center (ccc) associate provided him with the product IFU info. He was informed that product efficacy cannot be guaranteed if used 90 days past its expiration date. The customer stated that to date, no pt reactions have been reported. Add'l info has been requested.